Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e mail that he went to the hospital last summer with low blood glucose and for diabetic ketoacidosis. Customer wanted to document this information and declined to speak with troubleshooting. Customer did not indicate any significant events leading to the error. Customer did not indicate the mg/dl level of his blood glucose. No further information was given.